Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 37 mg/dl while wearing the pod between 4 and 24 hours. The patient reported their blood glucose level was low because they mistakenly programmed their basal rate to give 400 units of insulin an hour. The patient has switched to giving themselves manual injections until they meet with their doctor to update the settings for their pod. Symptoms reported include hypoglycemia and loss of consciousness. The patient was treated with intravenous glucose and dextrose 50%. The patient was prescribed amoxicillin to be taken twice daily for four days. The patient was released after two days. The pod was removed at the hospital.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. An 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. No issues were observed that would result in an over delivery of insulin.